Event description:
Device malfunction: balloon rupture. Symptoms/ae: none. Time of malfunction: during the procedure. It was reported that during a distal superficial femoral artery stenting procedure, in a heavily calcified lesion, the balloon ruptured at 10 atms. There was no adverse pt sequela reported. A second fox sv was used successfully without any issues. There was no additional info provided.

Manufacturer narrative:
(B) (4). (B) (4). The device has been received; however, the investigation is not yet complete. The lot # was provided. Review of the device history record is forthcoming. A f/u report will be submitted with all additional relevant info.